Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the sheath was withdrawn during resistance from calcification in the vessel or vessel spasm that led to the separation. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received an FDA medwatch report # mw5157025. The event description states that the sheath broke in the patient. The patient required surgical intervention to remove it.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. E1: initial reporter name: unknown . E1: establishment name: unknown. E1: establishment address: unknown. E1: phone number: unknown. E2: health professional: unknown. E3: occupation: unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.